Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely tissue, vessel or suture was caught by the foot during closure. This may occur if the foot is in the access site or suture does not free from foot enough during harvest. The device was retracted with force. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The reported patient effect of tissue injury is listed in the perclose proglide instructions for use, as a known patient effect of use with suture mediated closure device procedures. There is therefore no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - excessive force the additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using a proglide device after a abdominal aortic aneurysm repair (aaa) procedure with a 6f sheath. Reportedly, a cuff miss occurred. A new proglide device was inserted, but it was observed the foot was unable to fully close. Resistance was felt while removing the device. The physician applied additional force and the proglide was able to be removed. However, the foot plate tore the artery. Therefore, a cut-down was performed and the physician surgically sewed the artery to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.